Event description:
A peritoneal dialysis patient contacted fresenius technical support to report a leak. The patient stated that a fluid leak was discovered during tx complete - step 8. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from under the cycler. There were no alarms or warnings prior to or after the leak. The patient was very angry and wanted answers. Transfer the patient to customer service because he wants cassettes replaced. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up with the patient, the patient stated that their cassette leaked during fill 1 of treatment on friday, (B)(6) 2023, the patient was unable to determine the location of the leak. The patient provided the product information: cat # 050-87212; lot # 22lr08059. The patient was able to continue treatment using other supplies. The patient did not experience any injuries, symptoms, adverse events, or require medical intervention as a result of the reported events. The cycler was not replaced.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient contacted fresenius technical support to report a leak. The patient stated that a fluid leak was discovered during tx complete - step 8. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from under the cycler. There were no alarms or warnings prior to or after the leak. The patient was very angry and wanted answers. Transfer the patient to customer service because he wants cassettes replaced. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up with the patient, the patient stated that their cassette leaked during fill 1 of treatment on friday, (B)(6) 2023, the patient was unable to determine the location of the leak. The patient provided the product information: cat # (B)(4); lot # 22lr08059. The patient was able to continue treatment using other supplies. The patient did not experience any injuries, symptoms, adverse events, or require medical intervention as a result of the reported events. The cycler was not replaced.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: a3

Event description:
A peritoneal dialysis patient contacted fresenius technical support to report a leak. The patient stated that a fluid leak was discovered during tx complete - step 8. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from under the cycler. There were no alarms or warnings prior to or after the leak. The patient was very angry and wanted answers. Transfer the patient to customer service because he wants cassettes replaced. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up with the patient, the patient stated that their cassette leaked during fill 1 of treatment on friday, (B)(6) 2023, the patient was unable to determine the location of the leak. The patient provided the product information: cat # 050-87212; lot # 22lr08059. The patient was able to continue treatment using other supplies. The patient did not experience any injuries, symptoms, adverse events, or require medical intervention as a result of the reported events. The cycler was not replaced.